Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified high sensor readings compared to unspecified results from an adc meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced symptoms of sweating, trembling, restlessness and was able to self-treat with "eaten." No additional treatment or third-party intervention was required for this issue. There was no report of death or permanent impairment associated with this event. A sensor result of 8.70 mmol/l was compared to an adc meter reading of 3.80 mmol/l and the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. The length of sensor wear was 5 days. It is unknown when these readings were obtained in relation to the reported adverse event.